Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had good stimulation post-operatively for approximately three weeks, but then her stimulation suddenly stopped. There were impedances greater than 10,000 ohms on all four contacts. External factors that may have led or contributed to the issue were not available. A surgical intervention was no performed at the time of the report; however, the patient is scheduling a possible replacement/revision of her lead. The issue was not resolved at the time of the report, and the patient¿s status was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3487a-33 lot# j0326880v serial# implanted: 2003 (B)(6) explanted: product type lead product ID 3487a-33 lot# j0326880v serial# implanted: 2003 (B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: information was reported that the patient's battery was replaced in (B)(6). And her leads were replaced in (B)(6). The patient confirmed the replacement was due to normal battery depletion. The patient was asked why the leads were replaced and patient stated"because the person that replaced the battery in (B)(6). Screwed up my leads". Patient reported the lead was fractured. The replacement was done on (B)(6). The patient also reported needed an MRI done for something unrelated to the patient's device or therapy. No further complications were reported. No patient symptoms were reported.